Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on the left eye (os) at 22 day post op exam. A brief description from the surgery center indicated the epithelial ingrowth was noted on the patient nasally on the left eye approximately three weeks after lifting flap to smooth out the wrinkles. The epithelial ingrowth was not in the visual axis but was inducing hyperopia and astigmatism. The patient¿s chief complaint was of blurry vision. The flap was lifted to resolve the epithelial ingrowth on the left eye. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -.25 x -1.25 x 115; left eye pre-op 20/25 -1.00 x -1.50 x 67. Post-op; best corrected visual acuity (bcva) from 02/24/2017 right eye post-op 20/20 .00 x.00 x 90 left eye post-op 20/20 1.50 x -2.00 x 29.